Event description:
A customer contacted baxter's technical service center to report that he had to go to the hospital because, he was having an overfill issue on the homechoice. The homepatient (hp) stated, he drained 4800ml. The programmed fill volume was 2500ml. This drain amount meets increased intraperitoneal volume (iipv) criteria. Follow up with the nurse revealed that the hp was in the emergency room because, he thought his catheter was not working. The nurse could not verify if the drain amount of 4800ml was a correct amount. The nurse confirmed that the hp was continuing with peritoneal dialysis treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical and the rite functional test. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume (iipv) criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. Review of the device?s previous service record revealed no issues that may have contributed to the reported difficulty of an iipv. The device has not been previously returned for any issues related to iipv. The assignable cause of the reported difficulty was undetermined. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).